Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad cover was missing from the pump and the keypad buttons were sometimes unresponsive. It was reported the keypad buttons had a delayed response beginning 1 year prior to the complaint date. There was no reported damage or moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/01/2017-product analysis: the device was returned and evaluated by product analysis on 02/06/2017 with the following findings: the keypad was found to be torn and partially missing. Evaluation revealed the up, down, and ok keypad buttons were intermittently responsive. The contrast button was unresponsive. There was evidence of keypad contamination found under the up, down, and ok key contacts. The contrast button contact was missing. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Two battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.